Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported broken button. Analysis noted that the lower case was broken, the keypad was scratched, and one knob was missing. Additionally, two output connector nuts, two case screws, the encoder switch assembly, one hanger screw, and three knobs were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button. The epg was returned for service. There was no patient involvement.